Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. There was a pump problem. The patient went past the alarm date for medication refill, and a motor stall occurred because the pump was empty. The manufacturing representative reported that "this was not a true motor stall." The patient had alcohol problems and the hcp did not want his pump medication to continue. Follow up was being conducted regarding clarification on the motor stall issue, actions/interventions taken, and diagnostics performed. If additional information becomes available, the event will be updated.